Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump was unable to finish occlusion test due to motor error alarm. The insulin pump passed no delivery test. No excessive no delivery error alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 600 mg/dl. The customer was unaware of the cause of the high blood glucose. While troubleshooting, the customer stated that she expressed no symptoms related to high blood glucose. The customer treated her high blood glucose with a manual injection. Upon performing the high pressure test, the insulin pump alarmed motor error. The customer confirmed she had not received the no delivery alarm nor were there issues with infusion sets. The customer was unaware of any significant events leading the alarm. The customer stated that she was able to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.